Event description:
It was reported that air embolism occurred. The procedure was cancelled. A left atrial appendage closure procedure was being performed using 3d intracardiac echocardiogram (ice) for imaging, versacross connect laac for transseptal puncture (tsp), a watchman trusteer access system, and a watchman flx pro closure device. The patient was under very deep, conscious sedation and was audibly snoring prior to tsp. After tsp, the physician was unable to bleed back from the watchman trusteer access system sheath. The patient was still snoring, and microbubbles were visible in the left atrium (la) during patient inspiration. With the non-boston scientific pigtail catheter advanced into the la through the watchman trusteer access system, bubbles were still visible in the la. At this point in the procedure, the physician suggested the bubbles were echo contrast. The physician felt that the failure to bleed back and bubble issues were due to the watchman trusteer access system being defective, so it was removed and exchanged for a new watchman trusteer access system. After the new sheath was advanced to the la, ice images showed an echo density in the mid-left atrium. The small bubbles were still present in the la, however the physician's attention had now shifted to trying to identify the echo mass. No st segment elevations were observed throughout the case, however after approximately 15 minutes the physician decided to end the case and wake the patient to evaluate their cognitive status. After the case it took more than 1 hour to wake the patient and the patient had 'no mental status'. In the hours following the case, the patient was assessed for stroke with a negative computed tomography (CT) scan with contrast, negative CT scan without contrast, and negative magnetic resonance imaging (MRI). The patient's mental status has since improved; however, they remain under evaluation in the hospital. Air was never visualized inside any of the devices; however, the physician suspected the air embolism entered through a leak of the hemostasis valve in the watchman trusteer access system while the patient was deeply sedated and snoring. The device is not expected to be returned for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis: boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of embolism was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of embolism is a known inherent risk of the versacross connect laac access solution device. Embolism is an expected procedural complication addressed within the IFU for the versacross connect laac access solution device.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air embolism occurred. The procedure was cancelled. A left atrial appendage closure procedure was being performed using 3d intracardiac echocardiogram (ice) for imaging, versacross connect laac for transseptal puncture (tsp), a watchman trusteer access system, and a watchman flx pro closure device. The patient was under very deep, conscious sedation and was audibly snoring prior to tsp. After tsp, the physician was unable to bleed back from the watchman trusteer access system sheath. The patient was still snoring, and microbubbles were visible in the left atrium (la) during patient inspiration. With the non-boston scientific pigtail catheter advanced into the la through the watchman trusteer access system, bubbles were still visible in the la. At this point in the procedure, the physician suggested the bubbles were echo contrast. The physician felt that the failure to bleed back and bubble issues were due to the watchman trusteer access system being defective, so it was removed and exchanged for a new watchman trusteer access system. After the new sheath was advanced to the la, ice images showed an echo density in the mid-left atrium. The small bubbles were still present in the la, however the physician's attention had now shifted to trying to identify the echo mass. No st segment elevations were observed throughout the case, however after approximately 15 minutes the physician decided to end the case and wake the patient to evaluate their cognitive status. After the case it took more than 1 hour to wake the patient and the patient had 'no mental status'. In the hours following the case, the patient was assessed for stroke with a negative computed tomography (CT) scan with contrast, negative CT scan without contrast, and negative magnetic resonance imaging (MRI). The patient's mental status has since improved; however, they remain under evaluation in the hospital. Air was never visualized inside any of the devices; however, the physician suspected the air embolism entered through a leak of the hemostasis valve in the watchman trusteer access system while the patient was deeply sedated and snoring. The device is not expected to be returned for analysis.